Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console had generated a leak in iab circuit alarm several times within two hours. There was no blood in the helium tubing and no visible kinks. The insertion was reported to be axillary, which is not the method described in the device instructions for use. A chest film was being obtained. The customer was able to resume pumping each time the alarm had occurred. It was noted that the patient had been moving around a lot. The customer was advised on what the alarm means and the possible causes. At that time, therapy was continued alarm-free. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).

Manufacturer narrative:
In the previous supplemental MDR record mfg number 2248146-2022-00461 we stated that the device had returned. Upon inspection of the device, we learned that it was for another complaint. The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).